Event description:
It was reported that the 9800 system had mixed and missing images from image directory. The system would intermittently lock upon during cine run playback. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.